Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported there were sensing integrity counts and high rates of non-sustained episodes. Additionally, electromagnetic interference and over-sensing was noted on the atrial and ventricular channels. Additional information revealed when the patient played video games the laptop was placed against the chest. It was determined this explained the over-sensing and that once the practice was stopped there was no more over-sensing. The patient was recently evaluated and all the parameters were found to be stable. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.